Event description:
It was reported on 08/07/2015 that the patient was not able to perceive magnet stimulation when the generator was swiped. It was later reported on 08/31/2015 that the patient was referred for surgery. The patient was noted to be hospitalized due to an increase in seizures. The patient underwent generator replacement on (B)(6) 2015. Additional information has been requested from the physician but no further information has been received to date.